Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. Data has been received for investigation. The complaint device was returned for evaluation on (B)(6) 2018. The device was visually inspected and pass. Performed a voltage test and passed. Performed a pairing test with (B)(6) bluetooth device and passed. Performed transmitter functional test and passed. Performed share log review and no data found. The reported event of a loss of connection was not confirmed. The complaint was not confirmed because there is no loss of connection in the cloud data.